Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection identified as endocarditis and sepsis. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and the patient was administered antibiotic treatment. A new system will be implanted at a later date. No further patient complications have been reported as a result of this event.